Event description:
Subject device was implanted for a supracondylar femur fracture - right knee.

Event description:
6.0mm locking screws for the ti distal femoral nail were noted as broken post-operatively and were removed.